Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she started with her insulin pump and in the package there was no inserter. Customer started on (B)(6) and her blood glucose was 400 mg/dl all weekend but she set up an appointment. Customer declined troubleshooting for the high blood glucose. The device is not returning for analysis.